Event description:
Customer reported the insulin pump would alarm and then go blank. He inserts a new battery and the device will alarm weak battery and goes to three bars. Inserted another new battery and the device went blank and then it alarmed battery out limit. Battery out limit occurred in the morning and blank display was a few minutes prior to calling. Customer blood glucose was unknown. Troubleshooting was performed. No damage noted on the device. Customer stated the device was not dropped, bumped, or exposed to moisture. Customer does not use recommended battery type. Customer stated the battery compartment was corroded. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.